Manufacturer narrative:
The contact from the facility reported that the deltapaq coil (cdf10031030/c31704) could not be detached in the right posterior communicating artery aneurysm. The coil was withdrawn and a new coil was used to complete the procedure. There was no report on the patient injury. There were no damages noted to the coil or coil delivery system. The coil was successfully removed from the patient. A pre deployment electrical check was performed. The green system ready light illuminated. It is unknown whether the detachment light illuminated on the detachment cycle and whether the audible signal beeped. All connections appeared to fit properly without application of excessive force. The same connecting cable and detachment control box (both details unknown) were used with subsequent coils. Both the unidentified detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the introducer sheath, it was observed that the distal tip of the device positioning unit (dpu) was butted directly against the proximal end of the coil. The coil was returned undamaged. The coil¿s socket ring has been pushed deep under the outer sheath and against the resistive heating coil section. The articulation junction is now in a fixed position. The distal tip of the dpu and the proximal end of the coil are no longer concentric to each other. The circumstances of how and when this damage occurred cannot be determined. The undamaged and intact detachment fiber did not receive heat and melt. The unidentified device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms (range 48.5/56.0) ((B)(4)) (fluke meter ID# (B)(4)) and the enpower (ID#(B)(4)) and cable (ID#(B)(4)) systems ready green light failed to illuminate (IFU).manipulation at the distal tip of the resistive heating coil caused the resistance to still be out of specification at >12.50 mega ohms. No manufacturing defects were found. The complaint of the coil¿s non-detachment is confirmed. The dpu failed electrical testing. While the exact root cause cannot be determined, the most likely contributing factor to the coils non-detachment may have been due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested to mps-prp0243 prior to final packaging, furthermore it also cannot be determined that if the coil¿s socket ring came into contact with the resistive heating coil during its advancement to the target site, that any electrical related damage occurred. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however the circumstances of how and when the damage occurred cannot be determined. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. UDI: (B)(4).

Event description:
The contact from the facility reported that the deltapaq coil (cdf10031030/c31704) could not be detached in the right posterior communicating artery aneurysm. The coil was withdrawn and a new coil was used to complete the procedure. There was no report on the patient injury. There were no damages noted to the coil or coil delivery system. The coil was successfully removed from the patient. A pre deployment electrical check was performed. The green system ready light illuminated. It is unknown whether the detachment light illuminated on the detachment cycle and whether the audible signal beeped. All connections appeared to fit properly without application of excessive force. The same connecting cable and detachment control box (both details unknown) were used with subsequent coils.